Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported clinic visit and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the clinic with hyperglycemia. The patient's blood glucose levels reached 15.5 mmol/l (278 mg/dl) while wearing the pod between 5 and 24 hours. The pod was removed by the doctor and the patient reported being unsure if the cannula was properly seated in the infusion site and the cannula was bent. The doctor provided the patient with a 3 unit correction injection and applied a new pod. The patient left the clinic after approximately one hour.